Event description:
Baxter europe received a complaint from customer in great britain. Customer reported that the pump infused 46ml instead of 40ml -rate not specified. No pt injury reported/confirmed by the customer as overinfusion notice during testing. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the overinfusion was not dulpicated or confirmed.